Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the skyplate detector has a dent in the surface. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) performed analysis and concluded that the detector had been dropped, causing a 7mm dent in the white plastic cover, the dent does not affect the black surface of the detector. The radiographer tied to adjust the image values to focus on the dent, it was visible in the test images. The customer is currently using an old skyplate detector. The damaged detector and protective stickers need to be replaced. A replacement quotation was sent to customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector has a dent in the surface. The device was in clinical use and there was no harm to patient or user. Additional information received from remote service engineer as detector dropped by customer.